Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final complaint investigation. Updated fields: d8, d10, e4, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: based on the results of the investigation, it is likely that a malfunction of the universal plug unit caused the e315 scope communication error. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Full e1 facility name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope experienced a non-compatible scope error e315 during inspection for use. There were no reports of patient involvement.